Event description:
It was reported that the patient experienced an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. The twos were observed to be intermittent and there were several non-sustained ventricular tachycardia episodes. It was noted that lead had previously been reprogrammed due to low r-waves. Reprogramming was done again, for the twos, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.